Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.